Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge error occurred during the load process. Customer reported a blood glucose (bg) level in the 200s (mg/dl). A correction bolus was delivered to address bg levels. The customer was able to reload the same cartridge successfully.